Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 2 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the pump was explanted due to cardiac recovery. The patient was doing well at home after explant. The lvad was returned for evaluation due to the lvad clinicians suspecting device thrombosis. Additional information was requested, but was not provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal portion of the driveline was not returned. Upon disassembly of the returned pump, examination of the distal side of the inlet stator and the blood tube/rotor inlet section revealed two denatured thrombus rings adhered to the inlet bearing cup and ball. The thrombus rings appeared to have formed in laminated layers, indicating that they developed over an undetermined period of time while the pump was operating. The thrombus rings were similar in color and structure and were likely a single formation prior to disassembly of the device. Examination of the proximal side of the outlet stator revealed a large deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that this deposition did not form in the outlet stator. Although the origin of the deposition and duration of time for the deposition was present in the pump could not be conclusively determined, the deposition had evidence of denaturation and the circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, indicate that the deposition was present in the outlet stator for an extended amount of time while the pump was operating. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.